Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl at the time of incident and current blood glucose was 333 mg/dl. Customer was hospitalized due to not related to diabetes and discharged from the hospital. Customer stated that the sensor had change sensor alert. Customer was not using auto mode. Troubleshooting was declined for high blood glucose. The insulin pump will not be returned for analysis.